Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported ¿there was something there¿ which was on tuesday and could not confirm what caused the issue or what circumstances led to it. Then on saturday (B)(6)2017, they started to feel itchy. On sunday (B)(6), the patient was miserable and went to the emergency room (ER) that day. They were diagnosed with shingles and prescribed a cream and pills. The patient stated that they did not use the cream and forgot to take the pills ¿now and then¿. The issue got worse so they went back on (B)(6)2017 and was told to use the cream and take the pills. They did that and the patient was now better. The patient further mentioned that the nerves between their left hip and knee were still sensitive but much better. The doctor told them that it could take up to 2 months for the issue to completely go away. The patient stated they did not plan on going back to the doctor as they thought it would completely go away in another week or so. They further stated that they were (B)(6) , was shorter than t hey used to be and used a ¿lift¿ shoe but these were noted as not related to the device but due to their age. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was diagnosed with shingles and bursitis and that the red patches started on (B)(6). The caller wanted to know if their ins had anything to do with the shingles and bursitis on the left hip. The caller was advised that the patient would need to follow-up with their healthcare provider (hcp) to determine if the conditions were related to the ins or therapy. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.